Manufacturer narrative:
The customer's address is (B)(6) USA has been used as a default. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Due to this batch being made in 2011 and files are retained for 7 years, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported when using the bd insulin syringe with the bd ultra-fine¿ needle there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "the expiration date was not on the polybags."